Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The device has not been made available for analysis as of the date of this report, december 31, 2013.

Manufacturer narrative:
Correction: the fixture did not lose osseointegration as previously report; the MDR was filed in error. This report is filed april 30, 2014. The implanted device remains.